Event description:
It was reported, that "the balloon on inflation line leaks after a short period of time". A device(s) has not been returned to the mfg facility for analysis and investigation as of the date on this report.

Event description:
It was reported, that "the balloon on inflation line leaks after a short period of time." A device(s) has not been returned to the mfg facility for analysis and investigation as of the date on this report.